Event description:
Procedure type: thoraco/wedge/segmental resection. According to the reporter: 3 months after surgery, bleeding occurred in the chest cavity and pt was readmitted to the hospital. Re-operation is under consideration. Original surgery was performed in mid-september. So far, amount of bleeding is about 2 l. Bleeding occurred from chest wall, and severe adhesion was confirmed around the tissue resected with duet. Surgeon considers the adhesion between chest wall and the resected tissue was peeled off and that caused bleeding.

Manufacturer narrative:
(B)(4).